Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and right side deflation. (B)(4).

Event description:
It was reported (via FDA medwatch mw5086189) that a patient of unknown age who underwent breast prostheses implantation with mentor saline implants for unknown indication on (B)(6) 2004 reported generalized illness (breast pain, dizziness, numbness in extremities, tingling in torso, blurry vision, difficulty swallowing, trouble coordinating feet for walking, etc). The patient also reported that the surgeon found silicone shell of the right mentor saline implant to be deteriorated, even though several previous mrl's and ultrasounds had shown the implant to be intact. As a result, the devices were explanted on (B)(6) 2018. This report is for the patient¿s right-sided device.